Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared.